Event description:
On (B)(6) 2023, rayner received notification from its german affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that there were two cracks in the centre of the optic immediately following implantation necessitating removal of the lens from the eye.

Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The verbatim report received states that immediately following implantation two cracks were observed in the centre of the iol optic necessitating removal of the lens from the eye. The lens was explanted and exchanged during the original surgery session without incident and without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. The lens was retained and returned to rayner. Product return inspection was carried out on 7th october 2023. The iol was returned hydrated, in a glass vial. The injector associated with this report was not included with the return. Cosmetic inspection of the returned lens under 10x magnification confirmed that the optic was cracked; however, from the inspection performed it has not been possible to determine when or how the damage to the lens occurred. Product return inspection performed confirmed the event as reported; however, without the ability to examine the injector it is not possible to determine the root cause of the damage to the lens. Our review of production records for the rayone emv rao200e batch#: 043213614 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch#: 043213614.